Event description:
It was reported that a revision hip surgery was performed 74 months post-op due to fracture of the stem.

Manufacturer narrative:
Device was not evaluated due to the actual product involved was not returned for investigation. [(B)(4)].